Event description:
The recipient reportedly experienced a cerebrospinal fluid leak during implant surgery. During the drilling of the bony bed, there appeared a hole in the dura and a cerebrospinal fluid leakage occurred through this hole. The leak was repaired with bone wax.